Manufacturer narrative:
Device analysis report attached. This report is submitted on april 17, 2024.

Event description:
Per the clinic, the patient developed a post-operative wound infection. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.